Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient experienced undesired visual outcome. The lens was exchanged for a different lens within 2 weeks after initial implantation. The replacement lens was same model but one diopter less in power. Additional information was requested.